Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system, and excessive no delivery test. No motor error alarm was found. The motor passed the motor test. The unit was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called to report that he had a low blood glucose reading of 35 mg/dl and treated with food, and then his blood glucose reading rose to 124 mg/dl. The customer also reported a motor error alarm. The customer completed troubleshooting and was able to rewind and prime the insulin pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and to return the product for analysis.